Event description:
It was reported that: "pt stated that she had a hemi arthroplasty on (B) (6) 2008. Pt has been experiencing extreme pain ever since her surgery. Pt stated her surgeon dr requested for her to meet with hip revision specialist dr which suspects the pt has some loosening.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.